Event description:
It was reported that during an un-specified procedure, the balance middleweight (bmw) guide wire was being used; however, when the physician begins to use the wire to deliver various devices, over time, the body of the guide wire expands and makes it difficult to advance and pull back devices. No additional information was provided

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
Additional information: there was no clinically significant delay in procedure and no adverse patient effects.